Event description:
(B)(6) child underwent ir procedure that resulted in an unanticipated neurologic outcome caused by equipment failure. This report was completed (B)(4) 2013 but a copy was not retained. Based on the advice from FDA, a second report was done to obtain a copy for my records.